Event description:
One week following a vari-lase endovenous laser procedure, the pt returned to the clinic with pain related to a 5-10 mm skin burn at the sheath site and phlebitis. The site was treated with neosporin and compression. The event was resolved with no further complications.